Manufacturer narrative:
One used 6fr angio-seal vip was returned for product evaluation. The carrier tube assembly was returned unmated from the hemostasis sheath and collagen was stuck in hub of the sheath. No other components were returned for evaluation apart from the header bag. The locator mentioned to be kinked was not returned for evaluation. Visual inspection revealed that the carrier tube assembly was completely removed from the hemostasis sheath and the collagen was found to be stuck in the hemostasis sheath valve. The tamper tube has partially come out of the carrier tube and the bypass tube is located over the tamper tube at the distal end of the carrier tube. The deployment sleeve of the device was in the initial forward lock position. The suture still intact, connecting the carrier tube and hemostasis sheath. A major kink was observed on the proximal region of the carrier tube. No anomalies were observed on the locks of the device cap. The sheath shaft appeared to be cut with a sharp object in the proximal portion just below the hub. The other part of the sheath shaft was returned. No other visual anomalies were noted with the device. Then, manual tension was applied, however, was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen being exposed and stuck in the hemostatic valve. The complaint could be confirmed for assembly difficulty of the carrier tube assembly and the hemostasis sheath. Based on the fact that the device was returned in forward lock position, it is likely that the user was not able to advance the carrier tube shaft all the way into the sheath hub before noticing kink on the carrier tube. The likely root cause of the issue could be not inserting the bypass tube all the way into the sheath hub. The anchor/collagen could have likely got stuck in the hemostatic valve of sheath hub while trying to separate the components. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with the 6fr angio-seal device during a left heart cardiac catheterization intervention. 10,000 units of heparin was given intra-procedure. The angio-seal was kinked at the proximal portion of arteriotomy locator. The kink was not noticed until the dilator and wire were already removed. They aborted deployment of the device and held manual pressure for sixty minutes and then applied a femstop device. The patient had no calcifications or tortuosity at the groin site. The patient condition was good, and they were discharged home the following day. The procedure was a successful intervention. Additional information was received on 23nov2020. The lab stated that they believe the device was kinked prior to inserting it, however, the tech did not realize it until it was already inserted into the sheath portion. Additional information was received on 14dec2020. The patient had little tortuosity at the groin site.